Event description:
There was an allegation of questionable elecsys anti-hbs ii results for 2 patients on a cobas e 601 module. Patient 1: the first sample's result was 10.29 iu/l. The result was questioned by a doctor because the result did not agree with the patient's clinical condition. A new sample was obtained and the result was <2.00 iu/l. Patient 2: the initial result was 15.08 iu/l and the repeated result from the same sample was < 2.00 iu/l. Neither patient was vaccinated. Therefore, the positive results were questioned and the samples were repeated.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer's calibration was acceptable. The samples were returned for investigation. During the investigation, both samples produced values of <2.00 iu/l. The field service representative found crystallization in the procell and cleancell reservoirs, sippers were out of adjustment, and the washing stations were dirty. He cleaned the sample pipette hydraulic line, cleaned the reagent pipette, changed the pinch tubes, cleaned and adjusted two sippers, cleaned the reservoirs, cleaned the sample pipette washing station, adjusted the liquid level detection voltage, purged pipettes and prepared cells. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
H6 investigation findings and investigation conclusion codes were updated.